Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that pca fentanyl and ns where infusing and a leak was noted at the y-site. No patient harm confirmed by customer.